Manufacturer narrative:
The device is currently being investigated at the investigation site. A follow up report will be filed when the investigation is complete.

Event description:
During the routine visit, it was noticed that the product started operating automatically, without activating the hand-switch. Since this malfunction did not occur during a surgical procedure, there was no pt involvement and no adverse consequences reported.